Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (vt) with a thermocool smartouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that during the procedure, a dysfunction of the 3d representation of the catheter was observed. The movements visualized in space were abnormal and did not correspond to the movements and position observed under fluoroscopy. In order to characterize the malfunction, the catheter was moved into the cavity to determine its location and understand the resulting 3d representation. No errors reported on the system. The green and yellow patches were checked and reported to have good association of cables and magnetic sensors. They restarted patient interface unit (piu) and software. Following these actions, the doctor indicated a return to normal system behavior. However, a fold at the base of the catheter was then observed (pleating at the base without manipulation with high force), motivating its replacement. The catheter was replaced. The procedure was successfully continued and the patient was discharged from the ward without immediate vital complications. Subsequently, the patient presented tamponade, which was drained without any associated complications. The patient fully recovered.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).